Manufacturer narrative:
This case was reopened on november 26, 2015 to enter additional information which had been received on november 18, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component. The patient was revised due to pain, loosening, elevated metal ions.

Manufacturer narrative:
This case was reopened on february 11, 2016 to enter additional information which had been received on february 04, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 62/56 v. The patient was revised on (B)(6) 2015 due to pain,loosening,elevated metal ions and fluid collection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a durom us acetabular component on the left side on (B)(6) 2007. The patient was scheduled to be revised in (B)(6) 2015 for pain, elevated ion levels and loosening. There is no information if the patient was already revised.